Event description:
The patient reported he was unable to communicate with or charge his ipg. The patient stated the programmer displayed a communication error message. The patient indicated he last charged his ipg in december 2013 and is not certain when he lost stimulation. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.